Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding pump. The customer states that he changed the battery and turned the pump on and the battery became very hot, smoking and causing melting of the battery door.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.